Event description:
It was reported that during a hysterectomy procedure, the surgeon noticed that the tissue pad was missing. They found it on the floor. They were able to complete the procedure without any impact to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.